Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a prime anomaly. Customer's blood glucose was 124 mg/dl. Device also alarmed no delivery alarm. There was a gap between the piston and reservoir. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm or prime/fill anomaly noted due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and stained end cap sticker.